Manufacturer narrative:
Zimmer biomet complaint (B)(4) item #42512401010, lot #65410857; persona ve articular surface fixed bearing (ps) left foreign source: new zealand the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient noted a knocking noise to the surgeon from the beginning. During the revision, the surgeon indicated that the knee was grossly loose and unstable. Further, the surgeon noted there was evidence of back side wear on the articular surface. The articular surface was removed and replaced with a larger articular surface.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) : femur. The complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A device history record review could not be completed for the femoral as product identification is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.